Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started reading inaccurately at 11am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of ¿300 mg/dl¿, compared to his usual results of around 150 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with humalog and levemir insulin (self-adjuster). He indicated that after obtaining the alleged result, he administered an increased dose of 10 units of humalog. He reported that about 30 minutes after the alleged issue began, at 11:30am on (B)(6) 2016, he developed symptoms of ¿hot flush and blurry vision¿ and he ¿fainted.¿ he reported that he self-treated his symptoms with ¿sugar.¿ he denied using any other device to check his blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.